Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history has several large primes recorded. Investigators performed pump rewind, load, and prime with no loss of prime. Investigators ran load step with a cartridge set to 100 units. After load the pump displayed 99 units. Force sensor calibration reading was out of specifications. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specifications. The display lens was found to be scratched and the keypad symbols were faded. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found in force sensor reading was out of specifications and the force sensor plate was found to be contaminated. The display lens was found to be scratched this report is made based on results of investigation completed on (B)(4) 2013.